Event description:
A 3.0mm diameter x 24mm length endeavor rx stent delivery system was inserted into a pt for treatment of a proximal lad lesion. The lesion morphology was reported as no calcification, 80% stenosis and tortuosity is unk. It was reported that the lesion was pre-dilated. It was reported that the physician had experienced difficulty getting to the lesion site and was unable to cross the lesion. The physician decided to remove the device and pulled it out. The device broke outside of the pt upon removal. No clinical sequelae were reported, and there was no serious injury reported to the pt. Medtronic has received the device and its analysis has been completed. The hypotube was noted to be broken 31.2cm distal to the strain relief. The hypotube was kinked and bent. The stent was positioned between the balloon pillows and inner shaft marker bands. The distal stent segments 3, 4, and 5 were damaged. The break point on the hypotube shows that the shaft was not concentric and was fish-mouthed. There was evidence of a kink adjacent to this point on the shaft, indicating that the root cause of the break may have been due to a shaft kink that broke at the kink point. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.